Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2007. Reportedly, on 11 august 2021, a pacemaker replacement procedure was performed due to normal battery depletion. After the pacemaker was taken out of the pocket, the physician attempted to rotate the ventricular setscrew of the pacemaker counterclockwise using a biotronik torque wrench, however it was difficult to rotate. The ventricular lead was pulled, but it could not be removed from the ventricular port because the setscrew was firmly fixed. Further attempts were made to loosen the setscrew, but the setscrew could not be rotated. When the physician pulled the ventricular lead again, the lead broke and was therefore capped and abandoned. The atrial lead was disconnected from the pacemaker without any issues, as it was possible to rotate the atrial setscrew with a boston scientific torque wrench.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2007. Reportedly, on (B)(6) 2021, a pacemaker replacement procedure was performed due to normal battery depletion. After the pacemaker was taken out of the pocket, the physician attempted to rotate the ventricular setscrew of the pacemaker counterclockwise using a biotronik torque wrench, however it was difficult to rotate. The ventricular lead was pulled, but it could not be removed from the ventricular port because the setscrew was firmly fixed. Further attempts were made to loosen the setscrew, but the setscrew could not be rotated. When the physician pulled the ventricular lead again, the lead broke and was therefore capped and abandoned. The atrial lead was disconnected from the pacemaker without any issues, as it was possible to rotate the atrial setscrew with a boston scientific torque wrench.